Event description:
The customer received a blood glucose reading of 477mg/dl on the contour usb meter, re-tested on a different meter and the reading was 123mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The test strips were received by qa: 2 of 8 strips were tested and read "hi" with control. The strips were visually deteriorated. The retention lot gave satisfactory performance. The model # was not provided.